Event description:
I am complaining about a medical device, the pro-lift sling, utilized with my recent bladder suspension procedure performed in 2007. I continued to experience pain and discomfort with a vaginal area which did heal appropriately. On approx four and a half months later, I had a subsequent procedure as an outpatient to repair the vaginal area. I continued to have pain and sought a second opinion from a second physician who verbally told me the pro-lift sling was likely the source of my problem. He referred me to another surgeon who in 2008, surgically removed the pro-lift sling which was extruding from the rear vaginal area. Dates of use: 7 1/2 hours, 2007 - 2008. Diagnosis or reason for use #1: urinary frequency at night. #2: urine leakage with cough or sneeze. Event abated after user stopped or dose reduced?: yes.